Manufacturer narrative:
Other applicable components are: product ID: 309328, lot#: 0209179268, implanted: (B)(6) 2015, product type: lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had a sudden return of urinary urgency and urinary incontinence in (B)(6) 2017. It was noted there was amelioration in (B)(6) 2017 with urinary incontinence 3 to 5 times a week. No factors were noted as having contributed to the event. Actions/interventions were noted as reprogramming done. The issue was noted as resolved on (B)(6) 2017. It was noted that the investigator assessed the event as not serious, not related to procedure, and related to stimulation. The consumer medical history included idiopathic urinary incontinence and urinary urgency since 1970.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0209179268, implanted: (B)(6)2015 explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on (B)(6)2015 and (B)(6)2016-, the settings included an intensity of 1 volt, frequency of 14 hertz and impulsion of 210 microseconds. On (B)(6)2017, the settings included an intensity of 1.2 volts, frequency of 14 hertz, and impulsion of 210 microseconds. No additional information was provided. No further patient complications have been reported as a result of this event.